Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd introsyte-n¿ precision introducer catheter separated and broke off in the patient¿s vein. The customer reported it took a few nurses to remove the catheter without any sort of medical intervention. No serious injury reported.

Manufacturer narrative:
Investigation results: device/batch history record review on two different batches. 6209719: (B)(4). 1 non related (B)(4) (suspect solution contamination) was initiated and disposition of the product, root cause and corrective action were applied according to the quality control plan. 6273842: (B)(4). Review of dhrs revealed all required samples and testing was conducted and passed per specifications and in accordance with the in-process sampling plans. Review disclosed no related reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the investigation. Note: sheath peel force and split rating verification is performed with a control parameter of <.9lbs (max force) cpk=1.9 and acceptable split rating per pc-05 action for set-up, after adjustments or repairs, after downtime over 4 hours, at changeover, and every sheath raw material lot) ¿ all samples reviewed on the DHR passed this specification. Visual analysis: observations and testing: received a bd introsyte-n precision intro 1.9 introducer and an insert label ref 384021 lot 6302831 exp 2019-10-31. Visual/microscopic examination: observed the unit was fully separated into two portions, portion 1 consisted one lavender tab (handle) and the peel away catheter and portion 2 consisted of one lavender tab (handle) with the upper portion of the peel away catheter detached from the bottom, both of the catheter portions revealed signs of patient residue (blood). Observed one side of catheter edge on portion 1 was very smooth while the other revealed jagged rough at the separation site. Observed both the bottom and the top parts of catheter jagged-stretched edges at the separation site and although the skive line was visible on some areas of the catheter it showed the separation did not occurred at the skive line. Confirmation of the subject of catheter broke-separated after placement was conclusive with the used unit received for evaluation, as the unit revealed separation between the top part of the sheath and the bottom part. This characteristic revealed to be evident damage that would contribute to the defect the customer experienced, per the pir. Although the catheter sheath on portion 2 was received separated from the bottom (tab) the cause of the separation is unknown, the unit revealed evidence of skive line presence per specification and did not display any adverse characteristics that would contribute to the defect the customer experienced, damage appears to be caused by external forces applied to the unit during/prior use. A root cause could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. This is the second complaint received for catheter broke separated in the past 24 months with a defect rate of .00014 %.